Event description:
New information notes that programming changes were made to address the issue. The patient was stable and would be further monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a ventricular lead that exhibited noise that caused oversensing and recording of high ventricular rate episodes on a dependent patient. Programming changes were discussed and scheduled, but not yet made as of yet.